Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that printed circuit board failure was the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the customer's allegation was confirmed due to damaged printed circuit board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the sdi outputs were not working on the video system center. There were no reports of patient harm.